Event description:
It was reported that during the implant procedure, the setscrew of the atrial port was not able to be tightened enough. A new device was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned, analyzed, and no anomalies were found. The returned device indicated a loose/detached set screw. (B)(4).